Event description:
On april 18th, 2025, fujifilm healthcare americas corporation was informed of an event involving eg-740ut. The ed-580xt endoscope shows no visible damage or functional issues during the initial inspection. However, it has been flagged for further evaluation due to a suspected infection in a patient after its use. As a safety precaution, the scope has been quarantined. The suspected scope has undergone atp testing with additional hld (high-level disinfection) cleaning. Importer MDR is being submitted in an abundance of caution since the investigation is still ongoing at the customer site and have not provided their result.

Manufacturer narrative:
Reference complaint #: (B)(4).